Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is caused, by environmental factors that prevent proper cleaning of the lens surface. Resulting in blurring of the image.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope eg29-i10. In the event reported, it was stated that while performing gastroscopy the image on the screen became blurry, approximate size from 0600-1200 (basically the left side of the image). This remained blurry throughout the procedure. Sometimes the blurry image became smaller, however image between 0900-1100 always remained blurry. Attempted to clear lens by spraying water - no improvement. The anomaly was detected in the procedure room during use. There was no adverse event reported with this complaint. No additional information was provided.